Event description:
The reporter stated that he did meter to lab comparison test, non-fasting, within two hours. His meter test (capillary) reading was 77 mg/dl, and the lab test (venous) was 276 mg/dl. He did not have any symptoms. He checks the confirmation dot to assure there is enough blood, but had not compared it to color chart on strip vial. He stated that he had tested with control solution with an in range result. Reporter stated that he had been under doctor's care and treatment since cancer three years ago.